Manufacturer narrative:
Other relevant device(s) are: product ID: wr9200, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wireless charger (wr) connects then loses connection right away and the patient does not even move. Caller said it starts connecting then loses it again. Caller said they have already tried a full reset holding down the button for 90 seconds, after that they still got the same result, it finds it then within 2-3 seconds loses connection. Patient said their ins battery is 75 percent charged, they do not have much other electronic equipment in their environment and do not use the handset at the same time. The rep said they think the wr should be replaced. The issue was not resolved. An email was sent to the repair department to replace the device. Additional information stated the new replacement wireless recharger (wr) didn't resolve issue. Patient services (pss) walked patient through trying to charge laying down/charge with towel between wr and ins and this didn't resolve issue. Pss redirected patient to healthcare provider (hcp) to check implant site. Rep reviewed possibility of flipped ins, the patient didn't notice any change to pocket site and said no falls/trauma so cause of charging issues remains unknown. Rep working with patient to get them into hcp. Patient mentioned they have non device related hip surgery on (B)(6) 2022. Rep said they may give patient an ins recharger to see if patient could charge ins up to maintain therapy until they can meet with hcp (likely with poor coupling). Patient's ins at 75% currently. Additional information received from the manufacturer¿s representative (rep) reported they met with the patient on (B)(6) and brought an older recharger to attempt to charge the implant; they were able to make a connection, but it was poor with zero coupling bars. The consumer continued to charge, and the implant stayed at 50% for a couple of days. On march 1st the rep met with the patient and their neurologist where an x-ray was planned to check for possibility if the implant was flipped or if there was a depth issue. If the implant was flipped, they were going to do surgery. Following imaging it appeared to indicate the implant was flipped (but no confirmation of this) so the next step would be surgery. It was also mentioned the patient¿s had issues where electronic equipment wouldn¿t work near them.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported that the patient is currently scheduled to meet with hcp and team at the . There is x-ray confirmation that the implant is flipped. Surgery has not been scheduled as of today, but the rep is certain that is going to be the outcome. The patient has been given an old recharging system in order to maintain charge in the meantime.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.